Event description:
It was reported to the manufacturer that the vns trd patient plans to have the device removed due to lack of efficacy. Attempts to obtain additional information from the treating physician have been made, but have been unsuccessful to date.